Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the anchor had not been released from the inserter. A visual inspection revealed that the anchor and sutures were still attached to the device. The sutures were loose. There was no deformation or indication of device problems. A functional evaluation concluded that the anchor and inserter interface was in good condition and did not indicate any insertion problems. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a lateral collateral ligament surgery, using the twinfix ti 3.5 ultrabraid, the anchor could not be implanted after screw-in for 2/3. The procedure was completed using a back-up device. No patient complications were reported. It is unknown in there was any delay.